Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in tubing) during drain 1 of 5 on the home choice (hc). The caregiver (cg) stated the home patient (hp) disconnected during drain and reconnected. The technical service representative (tsr) explained the alarm and instructed the cg to cycle power, the hc then alarmed se 2367. The cg was to restart with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because it was reported that the patient disconnected from the set during drain. Line disconnection (without proper emergency disconnect procedure) during therapy is a known cause of se 2240. Per the baxter homechoice operator's manual, users are warned with the correct disconnect procedures. The assignable cause is use error-patient disconnected from the set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted.